Event description:
During a remote follow up, episodes of oversensing and a loss of capture were observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed as recommended to resolve the event. The patient was stable.